Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device went into telemetry lockout. The cause of the telemetry lockout is unknown and being investigated. No further information is available.

Event description:
New information received indicates that there was no unusual behavior from a remote care perspective that could cause telemetry lock out.